Event description:
It was reported that the patient underwent a procedure to implant interbody device at c6-c7. Post operatively the patient experienced dysphagia. Patient was also complaining of pain. The post op films indicated that the screw had backed out past the nitinol wire. The revision surgery was performed approximately one month post op to revise the backed out screw. The interbody construct was not removed at the revision surgery.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.